Manufacturer narrative:
A field service engineer (fse) advised customer to run triglyceride and uric acid pvt to check for carryover; obtained results indicated a carryover. Per fse, qc issue was caused by waste valve and 4 way valve. No additional information is available.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that they observed a leak under reagent probes a and b drip tray in unicel dxc 600 pro synchron clinical system. Per customer, they believed it was wash concentrate. Customer also reported qc out of range high. Customer stated that no erroneous patient results reported. No injury was reported on this issue.